Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6: medical device problem code a27 captures customer dissatisfaction. H3, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on unknown date, the patient underwent an unknown surgery treating the clavicle with a va-clavicle plate. After the surgery, a removal surgery was performed since bone union was achieved. The two 2.7va-lhs screws were found to have been broken off just below their screwheads. The broken two screws were left in the patient¿s body. The removal surgery was completed successfully with no surgical delay. The surgeon believes that the cause of the event was the patient's active movement due to his occupation as a fisherman, and does not consider the event to be a problem. The 2 screws that were left in the body are embedded in the bone, and the patient does not appear to have any complaints. Another surgeon, the head surgeon, seems to have concerns about the screw diameter being thinner than before, and commented that he/she would refrain from using screws with the same product code in the future.